Event description:
The patient reportedly experienced dehiscence with suppuration at the implant site beginning in (B)(6) 2014. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device advanced bionics is currently in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.